Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, peri-implantitis. Progressive bone loss over the last years. Poor hygiene. Patient never came in for locator check. Same patient as (B)(6).